Event description:
Transported patient to cat scan when ventilator was turned back on in the cat scan. The ventilator went into "in-op" and was advised not to place patient on ventilator.======================manufacturer response for ventilator, ventilator======================covidien service technician came on site and repaired the device.